Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 42721ud01, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the product for the issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide field data. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned elevated architect stat high sensitive troponin-I results after breast surgery. The following results were provided: patient 1: 231.4 pg/ml; patient 2: 355.4 pg/ml. The customer also reported 5 other cases of high tni results, and the retest was still high; patient 1: 18.7 pg/ml; patient 2: 18.2 pg/ml; patient 3: 20.7 pg/ml; patient 4: 24.9 pg/ml; patient 5: 25.2 pg/ml; patient 6: 18.2 pg/ml. (Reference range 0-15.6 pg/ml, these patients were all female). No impact to patient management was reported.